Event description:
The event is reported as: complaint alleges that "the connector on the circuit cracked when setting up." No pt injury reported.

Manufacturer narrative:
Assembly process and mfg procedure were reviewed and no findings that can potentially relate to the reported issue were found. A device history record (DHR) could not be conducted since the lot number was not provided. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause and corrective actions.